Event description:
It was reported that the slotlock compression drill guide (p/n 144-00407, used in the omni lapidus plating system) was observed to be defective. The doctor went to put the drill guide on the plate implant on the patient, which was when the doctor noticed the paint was chipping off and the guide was rusting.